Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported through a research article identifying amplatzer ado ii as that may be related to device embolization. Details are listed in the article, titled "patients: initial and one-year follow-up results¿do we have the proper device?" This research article is a retrospective multiple center experience to evaluate patent ductus arteriosus (pda) transcatheter closure for elderly patients with calcified and fragile duct. These devices used included amplatzer devices, heart r, cardi-o-fix, and hyperion. It was reported in the article that a (B)(6) patient had a type e patent ductus arteriorsus (pda). A 6-6 amplatzer ado ii was implanted. The device embolized to the pulmonary artery and was removed percutaneously. Another 6-6 ado ii was implanted successfully. There were no further complications during the one year follow up. The study concluded that transcatheter pda closure in elderly patients is safe and efficient with a high complete closure rate and few complications. There is no allegation of malfunction of the ampaltzer duct occluder. The primary author of the article is michal galeczka, md of department of congenital heart defects and paediatric cardiology, poniatowskiego 15, 40-055 katowice poland with the corresponding email: michalgaleczka@gmail.com.

Manufacturer narrative:
Additional information for g4, g7, h2, h6 and h10. As reported in a research article, a patient had the device embolize. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.